Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Udis: (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of an infected thoracic aortic aneurysm using a non-gore vascular graft. Bypass surgery was performed on the aortic branches (details unknown). On (B)(6) 2010, the patient underwent an additional endovascular repair of an infected thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tgt3415/7910569, tgt3420/7858619). An additional bypass surgery was performed from the left common carotid artery to the left subclavian artery. The preoperative aneurysm diameter measured 75 mm. On (B)(6) 2010, the patient suffered a stroke. Stenosis of the left subclavian artery at the bypass anastomosis was identified. The cause of the stenosis is unknown, but the physician attributed the stroke to the procedure. A reintervention was performed to repair the stenosis (details unknown). On (B)(6) 2010, infusion therapy was provided to treat the stroke. The aneurysm diameter measured 66 mm. On (B)(6) 2010, the patient expired due to the reoccurrence of the previously infected aneurysm. Infection of the non-gore vascular graft was reported. No tag device infection was reported. The physician stated the infection was not attributed by the device/procedure.